Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the "lead monitor" changed from adaptive to monitor only for the atrial lead after conducting a device system interrogation and reprogramming the minimum adaptive voltage for the ventricular lead. The physician stated the clinic "only test[s] from the testing screens"; no permanent parameters are changed, including the pacing mode. No reprogramming was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.